Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid and bupivacaine via an implantable infusion pump. It was reported that the patient had surgery in (B)(6) to place her current pump and it wasn't anchored properly and it was flipping. The caller also stated that the pump "moves quite a bit more than the other ones have." She wore a binder for about 10 days after the surgery and could feel the pump start to flip shortly after she stopped wearing the binder. It was noted that she had also been going through aaa batteries with her personal therapy manager (ptm) really fast lately and wondered if that could be related. A surgery would be performed to properly secure the pump.